Manufacturer narrative:
The clip remains implanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report single leaflet device attachment and clip deployed on chord. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) (cds0701-ntw, 0025u129) was advanced, but due to a low transseptal puncture, aorta hugger occurred. The cds could not get to the mitral valve; therefore, the cds was removed. The transseptal puncture was redone at a more posterior location. A second cds (cds0701-ntw, 00825u130) was advanced to the mitral valve and grasping was performed but difficult due to the restricted posterior leaflet and the anterior leaflet small prolapse at the tip of a2 area. A good grasp was obtained, and the clip was deployed. After clip deployment, it was noted that the clip was not attached to the posterior leaflet but attached to the chords instead on the posterior side of the clip and remained well attached to the anterior leaflet (single leaflet device attachment / slda). It was confirmed that the clip was stable. The valve was evaluated and there was nowhere on the posterior leaflet to attach another clip. No further treatment was performed. The next day, transthoracic echocardiography (tte) still showed the clip stable and attached to the posterior chords and possible a little attached to posterior leaflet. The anterior leaflet looks well attached. One clip implanted reducing mr to 1-2. The patient will be evaluated at a later time for valve repair. There was no adverse patient effect and no clinically significant delay in the procedures. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. A review of this incident identified no lot-specific issues that would have contributed to this event. Based on the available information, the cause for the reported difficult or delayed positioning was challenging patient anatomy. The cause for the single leaflet device attachment (slda) and the foreign body in patient appears to be user technique. The reported patient effect of foreign body in patient is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.